Event description:
The omniguide sales representative was notified in 2008 of this event. The patient underwent a procedure to remove tracheal papillomas which were occluding the airway. The papillomas were large and initially debulked using a rigid bronchoscope. They were then oblated using the omniguide lightpath laser fiber. Post operatively, the patient developed sub cutaneous emphysema, most likely due to tracheal perforation. A chest tube was placed and the patient was later discharged. Cause of the tracheal perforation was not determined.